Event description:
It was reported that the right ventricular (rv) lead had loss of capture at maximum output, oversensing, and an increase in impedance which is now high and triggered a lead warning. Patient is currently in a long term care facility and the lead remains in use. Lead revision will be discussed when patient is discharged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.